Manufacturer narrative:
The lot associated with this event was not reported and remains unknown; therefore a review into the device history records could not be performed. No strattice devices were returned for evaluation. Based on the limited information, and without relevant patient factors, a relationship between the event and the strattice could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.

Event description:
Limited information was reported through a legal event that a patient was implanted with strattice firm on (B)(6) 2013. The form also indicates that on an unspecified date, the strattice implant had been ¿removed or revised¿. No information was provided on the indication for the initial surgery or the reason for the removal or revision.

Event description:
This is follow up#1 to report on (B)(6) 2023, pmqa received notification from legal that the plaintiff profile form was received associated with this event. Ppf form also indicates the patient was implanted with a non-abbvie device, "ethicon; proceed¿ on 15/may/2012 and again on (B)(6)2013. On (B)(6) 2013, the patient underwent surgery for ¿hernia recurrence¿, ¿adhesions¿, and ¿bowel involvement¿. As per the ppf form, the patient underwent a ventral hernia repair and was implanted with strattice device lot s11207-233 on (B)(6) 2013. Then the patient underwent a "exploratory surgery with removal of previously placed mesh¿ on (B)(6) 2019. The failure of the mesh caused chronic pain, abscess, fistula, and bowel involvement, which required an additional surgical procedure during which the strattice was removed. No other information was provided. Based on the additional information received, the recurrence appears to have occurred with the non-abbvie device which was prior to implantation of strattice. It does not appear the patient experienced a hernia recurrence after strattice implantation, therefore ¿re-herniation¿ has been removed from this event. It should be noted that although the lot number is reported as ¿511207-233¿, strattice prefix is a ¿s¿; therefore it is assumed the lot is meant to be ¿s11207-233¿. S11207-233¿ is a valid lot and a DHR will be requested. As reported in the initial: limited information was reported through a legal event that a patient was implanted with strattice firm on (B)(6) 2013. The form also indicates that on an unspecified date, the strattice implant had been ¿removed or revised¿. No information was provided on the indication for the initial surgery or the reason for the removal or revision.

Manufacturer narrative:
Additional and/or corrected data: b5, d4, d6b, g6, h2, h4, h6 a review of the device history record for strattice lot s11207 has been initiated. If any new, changed or corrected information is noted, a supplemental report will be submitted. This is a known potential adverse event addressed in the product labeling. Without relevant patient factors, a relationship between the strattice and this event could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.